Event description:
The device was returned for service. During service by baxter, cracked dooe #2 was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA july 16, 2007. The facility representative reported downstream occlusion alarm on pump #2 during bio-med testing. Evaluation summary: a baxter service technician evaluated the device and found a cracked door #2. The reported condition of downstream occlusion alarm was confirmed, caused by cracked door. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being monitored under CAPA.